Event description:
Procedure: laparoscopic sigmoid colectomy. According to the reporter based on the operative notes: "the bowel was divided with the gia stapler. The first stapler actually had a misfire where the stapler essentially broke. There was only a small portion of the staple line deployed. Using another stapler we then were able to go down just slightly lower and create an excellent staple line, which appeared to be quite sound."